Event description:
On feb. 7, 2008 a clinical incident involving a magnum2 knotless implant was reported to arthrocare corp. Approx 3 months following an arthroscopic subacromial decompression, ac joint excision and repair of the supraspinatus tendon tear of the shoulder, the pt reported pain and discomfort. An x-ray was taken of the pt's shoulder in 2008. The x-ray examination showed one of the flanges of the anchor appeared to have detached and lies within the subacromial space. The following month, it was reported the surgeon plans to scope the shoulder to assess whether the rotator cuff has been repaired and to remove the loose body.

Manufacturer narrative:
The device has not been returned for investigation. The device is currently implanted in pt and a second operation is planned to remove the fragment which detached from the implant. The lot history record for om-1502 lot 114888 was reviewed. The device met all specifications. Ref arthrocare MDR faxed to FDA 3/7/2008.